Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the video system center, there was a bad connection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the printed circuit board failure was causing the scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During the evaluation, the scope communication error occurred due to the circuit board failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.